Manufacturer narrative:
The device is not available for return. Thus, a proper device analysis could not be completed, nor the reported issue confirmed. We have reviewed the device history records and sterilization records. There were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. There is no evidence to suggest a product quality issue with respect to manufacture, design, or labeling of the lens. Quality control confirmed that no failures of the following have occurred during the manufacturing period of these lenses: · bioburden · endotoxins on the product · particulate count in clean room · air born germs (clean room and laminar flow hoods) after reviewing the complaint information and discussing with our r&d team it was determined that the unidentified substance could possibly be but is not limited to be: · gms (glycerol monostearate) - which is an organic molecule used as a lubricant in the lucia product. Gms is incorporated into the tube during product manufacturing and is used to ease the delivery of the lens; however, it is nontoxic and known to dissipate over time. Gms has been used as a lubricant in iol insertion instruments for more than 25 years. Therefore, we are confident that this substance would not cause or contribute to any adverse patient effect.

Event description:
It was reported that a spot was observed on the CT lucia 621p intraocular lens (iol) after it was implanted into the eye. The surgeon explanted the lens and successfully implanted a new lens during the same surgery.